Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The majority of the time the resistance with the guiding catheter is either because the device is not coaxially aligned, meaning its not inserted straight, so it interacts with the guiding catheter, or the shape of the anatomy can angle the guiding catheter such that the device bumps into it, causing resistance. In this case, it is possible that interaction with the guiding catheter due to the mildly calcified and mild tortuous anatomy resulted in the reported difficult to advance and the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in left superficial femoral artery (sfa) with mild calcification and mild tortuosity. The ht command 18 st guide wire (gw) was advanced into the patient; however, became stuck with a non-abbott 018 catheter, the gw could not advance or be removed from the catheter; therefore, both devices had to be removed as one unit. A ht command es 300cm gw was advanced into a new non-abbott catheter, but the same issue occurred. Both devices also had to be removed as one unit. The procedure was continued with a new command 18 gw and a new non-abbott catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.